Event description:
It was reported that during a ptca/stent procedure, inflation and deflation difficulties were encountered with the tetra stent. It appeared that the tetra did not fully expand proximally and over expanded distally. The procedure was successfully completed with another stent and post dilatation inflations with a dilatation catheter. No pt injury occurred and the end result was described as good and acceptable.